Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal lioresal 2000ug/ml at ¿906.2/day.¿ the lot number was reported to be ¿n580597.¿ prior to a refill on (B)(6) 2015, the pump was interrogated. A message of ¿pump memory error. Drug infusion data invalid¿ appeared after telemetry. There were no reported symptoms. They were able to successfully program the desired reservoir volume, and the message disappeared after the successful update. Troubleshooting resolved the issue. Additional information was requested regarding device information. If additional information becomes available, the event will be updated.